Event description:
It was reported that the patient presented with pacing inhibition. Upon review, it was noted that this pacemaker was found to be in safety mode. Device replacement was recommended. At this time, this pacemaker remains in service and no adverse patient effects were reported.